Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year hispanic female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast that has a calcium built up, pain, hardness, going up, dilated and has inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On december 4, 2022, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On december 6, 2022, mentor became aware that the following information was erroneously omitted from the supplemental report sent on (B)(6) 2022: the patient also suffered asymmetry of the breasts.

Manufacturer narrative:
On november 17, 2022, mentor received additional information indicating that the patient was also diagnosed, via MRI, with right breast implant rupture and possible silicone in the left axillary lymph nodes. This was reported as possible left breast implant gel leak. In addition, as a result, the patient underwent bilateral breast implant removal on (B)(6), 2022. On december 2, 2022, mentor received additional information indicating that the patient's implants were replaced with two 275cc high profile silicone implants. It was also reported that the suspect implants may have been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2022-14626.

Manufacturer narrative:
On october 6, 2022, mentor received additional information indicating that the patient's capsular contracture is now a baker grade IV.